Event description:
Upon reassessment of the reported event, it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 14-444236 fem nail retro 10.5mm x 360mm 210200; 14-442019 retrograde fem nl driver unknown. Foreign- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03653.

Event description:
It was reported that during surgery when the physician tried to put a retrograde nail, the driver nose pulled out of the nail. The surgeon had to extract the nail as the thread of the bolt was short and hence resulted in a surgical delay of two hours.